Event description:
The patient had a total hip replacement that became infected. All the implants were removed and replaced with an antibiotic cement spacer.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as trident x3 0-degree polyethylene insert 40mm alpha code e. Additional devices listed in this report: unknown 56 tritanium cluster hole shell, alpha code e. Unknown accolade tmzf hip stem size 4 132 degree. Unknown lfit anatomic v40 femoral head, 40mm +0 offset. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report. Device is not returned.

Manufacturer narrative:
An event regarding infection involving a trident liner was reported. The event was not confirmed. The exact cause of the event could not be determined because insufficient information was received. Further information such as device return, pathology report, x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
The patient had a total hip replacement that became infected. All the implants were removed and replaced with an antibiotic cement spacer.